Event description:
Pt enrolled into the trial. After successful stenting with a protege rx of the left internal carotid, the physician attempted to remove the filter and had some difficulty in capturing the filter. The stent struts appeared to be invaginating into the lumen. The filter was successfully recaptured but a tear was noted in the filter. No pt injury was reported.